Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot# v192381, implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins system was explanted due to infection. No other information about the event or circumstances was provided, and further follow up is in progress. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.